Event description:
Portion of laser fiber broke off inside bladder. Was seen floating in bladder with pieces of bladder stones. At end of case not visualized. Surgeon feels that piece was irrigated out with stones.